Event description:
It was reported that the customer received the no delivery alarm on the insulin pump. The customer stated that he changed the infusion set and that the problem was then resolved. The customer's blood glucose was 129 mg/dl. The customer placed the reservoir back on the insulin vial, refilled it and no longer receive the alarm. Troubleshooting was done because the alarm had already been resolved. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.